Event description:
Child chewing on teething toy - wire under rubbery surface broke through poking child in the mouth. Small wire could have been swallowed, as I could pull it out after taken from child. The wire is very sharp at both ends. I assume it broke at both ends. Nursery equipment and supplies. The first years learning curve? Document number: (B)(4). Report number: (B)(4).